Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: essure device was "successfujly" occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterine cornu on the left side') and pelvic pain ('persistent pelvic pain') in a 29-year-old female patient who had essure (ess205) (batch no. 824101-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease from (B)(6) 2010 to (B)(6) 2018, scoliosis from 2006 to 2008, migraine (not recovered prior to essure), low back pain, dysmenorrhea, kidney stone, right lower quadrant pain, cholecystitis, gastritis, multiple allergies (bee venom, anaphylaxis, fish, hives and throat swelling), obesity, anxiety and multigravida. Contrast was instilled into the uterine cavity. The cavity fills normally. The fallopian tubes do not fill with contrast, confirming successful tubal occlusion. The essure devices are in place in the expected location of both fallopian tubes. (B)(6) 2016, impression: no CT evidence for appendicitis. No other cause of right lower quadrant pain demonstrated. Normal pelvic ultrasound. Concurrent conditions included asthma since (B)(6) 2012, kidney stones since (B)(6) 2012, seasonal allergy since (B)(6) 2012 and back muscle spasms. Concomitant products included cefixime (flexeril) from (B)(6) 2007 to (B)(6) 2008, colestyramine (cholestyramine) since (B)(6) 2018, dicycloverine (dicyclomine) since (B)(6) 2016, diphenhydramine hydrochloride since (B)(6) 2012, epinephrine since (B)(6) 2013, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2006 to (B)(6) 2007, ibuprofen from (B)(6) 2014 to (B)(6) 2018, mesalazine (lialda) since (B)(6) 2010, omeprazole since (B)(6) 2018, ondansetron since (B)(6) 2016, salbutamol (albuterol) since (B)(6) 2013, tramadol from (B)(6) 2007 to (B)(6) 2008 and trimetrexate (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal area pain"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and dermatitis allergic ("rashes or skin conditions type: rashes/allergy: rash/skin condition"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and oesophagitis ("gastrointestinal or digestive system condition type: esophagitis"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder/ urinary") and urinary tract disorder ("bladder/ urinary"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, nausea, gastrooesophageal reflux disease and oesophagitis outcome was unknown, the pelvic pain, urinary tract infection, dermatitis allergic, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, device dislocation, gastrooesophageal reflux disease, infection, menorrhagia, menstrual disorder, migraine, nausea, oesophagitis, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. (B)(6) 2018 on gross description: right & left tube: the wire is contained within the fallopian tube, revealing no perforations. Patient received treatment for allergy: rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: essure coils were then placed bilaterally. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2007: result: essure device was successfujly occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion.. Pathology test - on (B)(6) 2018: bilateral fallopian tubes. Pregnancy test - on (B)(6) 2007: negative.. Ultrasound pelvis - on (B)(6) 2018: bilateral essure devices in position.; on (B)(6) 2018: revealed a normal uterus and normal ovaries bilaterally. Essure devices in proper location. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, esophagitis, gastro-esophageal reflux disease. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event pelvic pain,urinary tract infection,bladder disorder,urinary tract disorder and allergic skin rash updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterine cornu on the left side') and pelvic pain ('persistent pelvic pain') in a 29-year-old female patient who had essure (ess205) (batch no. 824101-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease from january 2010 to june 2018, scoliosis from 2006 to 2008, migraine (not recovered prior to essure), low back pain, dysmenorrhea, kidney stone, right lower quadrant pain, cholecystitis, gastritis, multiple allergies (bee venom, anaphylaxis, fish, hives and throat swelling), obesity, anxiety and multigravida. Contrast was instilled into the uterine cavity. The cavity fills normally. The fallopian tubes do not fill with contrast, confirming successful tubal occlusion. The essure devices are in place in the expected location of both fallopian tubes. (B)(6) 2016, impression: no CT evidence for appendicitis. No other cause of right lower quadrant pain demonstrated. Normal pelvic ultrasound. Concurrent conditions included asthma since (B)(6) 2012, kidney stones since (B)(6) 2012, seasonal allergy since (B)(6) 2012 and back muscle spasms. Concomitant products included cefixime (flexeril) from (B)(6) 2007 to (B)(6) 2008, colestyramine (cholestyramine) since (B)(6) 2018, dicycloverine (dicyclomine) since (B)(6) 2016, diphenhydramine hydrochloride since (B)(6) 2012, epinephrine since (B)(6) 2013, hydrocodone bitartrate;paracetamol (vicodin) from october 2006 to december 2007, ibuprofen from august 2014 to october 2018, mesalazine (lialda) since (B)(6) 2010, omeprazole since (B)(6) 2018, ondansetron since (B)(6) 2016, salbutamol (albuterol) since (B)(6) 2013, tramadol from december 2007 to october 2008 and trimetrexate13-dec-2007 to june 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal area pain"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and dermatitis allergic ("rashes or skin conditions type: rashes/allergy: rash/skin condition"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and oesophagitis ("gastrointestinal or digestive system condition type: esophagitis"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder/ urinary") and urinary tract disorder ("bladder/ urinary"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, migraine, nausea, gastrooesophageal reflux disease and oesophagitis outcome was unknown, the pelvic pain and abdominal pain was resolving and the dermatitis allergic, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, device dislocation, gastrooesophageal reflux disease, infection, menorrhagia, menstrual disorder, migraine, nausea, oesophagitis, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. (B)(6) 2018 on gross description: right & left tube: the wire is contained within the fallopian tube, revealing no perforations. Patient received treatment for allergy: rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: essure coils were then placed bilaterally. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2007: result: essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Pathology test - on (B)(6) 2018: bilateral fallopian tubes. Pregnancy test - on (B)(6) 2007: negative. Ultrasound pelvis - on (B)(6) 2018: bilateral essure devices in position.; on (B)(6) 2018: revealed a normal uterus and normal ovaries bilaterally. Essure devices in proper location.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, esophagitis, gastro-esophageal reflux disease. Most recent follow-up information incorporated above includes: on 4-dec-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterine cornu on the left side') and pelvic pain ('persistent pelvic pain') in a 29-year-old female patient who had essure (ess205) (batch no. 824101-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease from (B)(6) 2010 to (B)(6) 2018, scoliosis from 2006 to 2008, migraine (not recovered prior to essure), low back pain, dysmenorrhea, kidney stone, right lower quadrant pain, cholecystitis, gastritis, multiple allergies (bee venom, anaphylaxis, fish, hives and throat swelling), obesity, anxiety and multigravida. Contrast was instilled into the uterine cavity. The cavity fills normally. The fallopian tubes do not fill with contrast, confirming successful tubal occlusion. The essure devices are in place in the expected location of both fallopian tubes. (B)(6) 2016, impression: no CT evidence for appendicitis. No other cause of right lower quadrant pain demonstrated. Normal pelvic ultrasound. Concurrent conditions included asthma since (B)(6) 2012, kidney stones since (B)(6) 2012, seasonal allergy since (B)(6) 2012 and back muscle spasms. Concomitant products included cefixime (flexeril) from (B)(6) 2007 to (B)(6) 2008, colestyramine (cholestyramine) since (B)(6) 2018, dicycloverin (dicyclomine) since (B)(6) 2016, diphenhydramine hydrochloride since (B)(6) 2012, epinephrine since (B)(6) 2013, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2006 to (B)(6) 2007, ibuprofen from (B)(6) 2014 to (B)(6) 2018, mesalazine (lialda) since (B)(6) 2010, omeprazole since (B)(6) 2018, ondansetron since (B)(6) 2016, salbutamol (albuterol) since (B)(6) 2013, tramadol from (B)(6) 2007 to (B)(6) 2008 and trimetrexate (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal area pain"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and dermatitis allergic ("rashes or skin conditions type: rashes/allergy: rash/skin condition"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and oesophagitis ("gastrointestinal or digestive system condition type: esophagitis"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder/ urinary") and urinary tract disorder ("bladder/ urinary"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, nausea, gastrooesophageal reflux disease and oesophagitis outcome was unknown, the pelvic pain, urinary tract infection, dermatitis allergic, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, device dislocation, gastrooesophageal reflux disease, infection, menorrhagia, menstrual disorder, migraine, nausea, oesophagitis, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. (B)(6) 2018 on gross description: right & left tube: the wire is contained within the fallopian tube, revealing no perforations. Patient received treatment for allergy: rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: essure coils were then placed bilaterally. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2007: result: essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion.. Pathology test - on (B)(6) 2018: bilateral fallopian tubes. Pregnancy test - on (B)(6) 2007: negative. Ultrasound pelvis - on (B)(6) 2018: bilateral essure devices in position.; on (B)(6) 2018: revealed a normal uterus and normal ovaries bilaterally. Essure devices in proper location. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, esophagitis, gastro-esophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterine cornu on the left side') and pelvic pain ('persistent pelvic pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease from (B)(6)2010 to (B)(6)2018, scoliosis from (B)(6) to (B)(6), migraine (not recovered prior to essure), low back pain, dysmenorrhea, kidney stone, right lower quadrant pain, cholecystitis and gastritis. Contrast was instilled into the uterine cavity. The cavity fills normally. The fallopian tubes do not fill with contrast, confirming successful tubal occlusion. The essure devices are in place in the expected location of both fallopian tubes. (B)(6)2016, impression: no CT evidence for appendicitis. No other cause of right lower quadrant pain demonstrated. Normal pelvic ultrasound. Concurrent conditions included asthma since (B)(6)2012, kidney stones since (B)(6)2012 and seasonal allergy since (B)(6)2012. Concomitant products included cefixime (flexeril) from (B)(6)2007 to (B)(6)2008, colestyramine (cholestyramine) since (B)(6)2018, dicycloverine (dicyclomine) since (B)(6) 2016, diphenhydramine hydrochloride since (B)(6)2012, epinephrine since (B)(6)2013, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6)2006 to (B)(6)2007, ibuprofen from (B)(6)2014 to (B)(6)2018, omeprazole since (B)(6)2018, ondansetron since (B)(6)2016, salbutamol (albuterol) since (B)(6)2013 and tramadol from (B)(6)2007 to (B)(6)2008. In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced migraine ("migraines / headaches"). In (B)(6)2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal area pain"). In (B)(6)2016, the patient experienced nausea ("nausea"). In (B)(6)2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and rash ("rashes or skin conditions type: rashes"). In (B)(6)2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and oesophagitis ("gastrointestinal or digestive system condition type: esophagitis"). On (B)(6)2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device dislocation, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, rash, migraine, nausea, gastrooesophageal reflux disease and oesophagitis outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, gastrooesophageal reflux disease, infection, menorrhagia, menstrual disorder, migraine, nausea, oesophagitis, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. (B)(6)2018 on gross description: right & left tube: the wire is contained within the fallopian tube, revealing no perforations. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2018: essure coils were then placed bilaterally. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6)2007: result: essure device was successfully occluded. Ultrasound pelvis - on (B)(6)2018: bilateral essure devices in position; on (B)(6)2018: revealed a normal uterus and normal ovaries bilaterally. Essure devices in proper location. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received. Events per pfs; abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: anxiety, depression & mental anguish, rashes or skin conditions type: rashes, migraines / headaches, migration of essure device location of device: uterine cornu on the left side, nausea, pain, gastrointestinal or digestive system condition type: gerd, esophagitis were added, outcome of pain was updated. Patient's medical history and concomitant medications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterine cornu on the left side') and pelvic pain ('persistent pelvic pain') in a 29-year-old female patient who had essure (ess205) (batch no. 824101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease from (B)(6) 2010 to (B)(6) 2018, scoliosis from 2006 to 2008, migraine (not recovered prior to essure), low back pain, dysmenorrhea, kidney stone, right lower quadrant pain, cholecystitis, gastritis, multiple allergies (bee venom, anaphylaxis, fish, hives and throat swelling), obesity, anxiety and vaginal delivery. Contrast was instilled into the uterine cavity. The cavity fills normally. The fallopian tubes do not fill with contrast, confirming successful tubal occlusion. The essure devices are in place in the expected location of both fallopian tubes. (B)(6) 2016, impression: no CT evidence for appendicitis. No other cause of right lower quadrant pain demonstrated. Normal pelvic ultrasound. Concurrent conditions included asthma since (B)(6) 2012, kidney stones since (B)(6) 2012, seasonal allergy since (B)(6) 2012 and back muscle spasms. Concomitant products included cefixime (flexeril) from (B)(6) 2007 to (B)(6) 2008, colestyramine (cholestyramine) since (B)(6) 2018, dicycloverine (dicyclomine) since (B)(6) 2016, diphenhydramine hydrochloride since (B)(6) 2012, epinephrine since (B)(6) 2013, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2006 to (B)(6) 2007, ibuprofen from (B)(6) 2014 to (B)(6) 2018, mesalazine (lialda) since (B)(6) 2010, omeprazole since (B)(6) 2018, ondansetron since (B)(6) 2016, salbutamol (albuterol) since (B)(6) 2013, tramadol from (B)(6) 2007 to (B)(6) 2008 and trimetrexate (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal area pain"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and dermatitis allergic ("rashes or skin conditions type: rashes/allergy: rash/skin condition"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and oesophagitis ("gastrointestinal or digestive system condition type: esophagitis"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder/ urinary") and urinary tract disorder ("bladder/ urinary"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, migraine, nausea, gastrooesophageal reflux disease and oesophagitis outcome was unknown, the pelvic pain and abdominal pain was resolving and the dermatitis allergic, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, device dislocation, gastrooesophageal reflux disease, infection, menorrhagia, menstrual disorder, migraine, nausea, oesophagitis, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. (B)(6) 2018 on gross description: right & left tube: the wire is contained within the fallopian tube, revealing no perforations. Patient received treatment for allergy: rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: essure coils were then placed bilaterally. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2007: result: essure device was successfujly occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion.. Pathology test - on (B)(6) 2018: bilateral fallopian tubes. Pregnancy test - on (B)(6) 2007: negative.. Ultrasound pelvis - on (B)(6) 2018: bilateral essure devices in position.; on (B)(6) 2018: revealed a normal uterus and normal ovaries bilaterally. Essure devices in proper location.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, esophagitis, gastro-esophageal reflux disease. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: new events added: lot number were added. Event onset date, patient history, lab data were added. Concomitant drugs and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterine cornu on the left side') and pelvic pain ('persistent pelvic pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease from (B)(6) 2010 to (B)(6) 2018, scoliosis from 2006 to 2008, migraine (not recovered prior to essure), low back pain, dysmenorrhea, kidney stone, right lower quadrant pain, cholecystitis and gastritis. Contrast was instilled into the uterine cavity. The cavity fills normally. The fallopian tubes do not fill with contrast, confirming successful tubal occlusion. The essure devices are in place in the expected location of both fallopian tubes. (B)(6) 2016, impression: no CT evidence for appendicitis. No other cause of right lower quadrant pain demonstrated. Normal pelvic ultrasound. Concurrent conditions included asthma since a(B)(6) 2012, kidney stones since (B)(6) 2012 and seasonal allergy since (B)(6) 2012. Concomitant products included cefixime (flexeril) from (B)(6) 2007 to (B)(6) 2008, colestyramine (cholestyramine) since (B)(6) 2018, dicycloverin (dicyclomine) since (B)(6) 2016, diphenhydramine hydrochloride since (B)(6) 2012, epinephrine since (B)(6) 2013, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2006 to (B)(6) 2007, ibuprofen from (B)(6) 2014 to (B)(6) 2018, omeprazole since (B)(6) 2018, ondansetron since (B)(6) 2016, salbutamol (albuterol) since (B)(6) 2013 and tramadol from (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal area pain"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and rash ("rashes or skin conditions type: rashes/allergy: rash/skin condition"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and oesophagitis ("gastrointestinal or digestive system condition type: esophagitis"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder/ urinary") and urinary tract disorder ("bladder/ urinary"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, migraine, nausea, gastrooesophageal reflux disease and oesophagitis outcome was unknown, the pelvic pain and abdominal pain was resolving and the rash, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, gastrooesophageal reflux disease, infection, menorrhagia, menstrual disorder, migraine, nausea, oesophagitis, pelvic pain, rash, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. (B)(6) 2018 on gross description: right & left tube: the wire is contained within the fallopian tube, revealing no perforations. Patient received treatment for allergy: rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: essure coils were then placed bilaterally. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2007: result: essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: bilateral essure devices in position.; on (B)(6) 2018: revealed a normal uterus and normal ovaries bilaterally. Essure devices in proper location. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- the outcome of event rash was changed from unknown to recovered. New event bladder/ urinary were added. Implant date was updated. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.